Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The pacemaker was received from the field with battery voltage at elective replacement level. Review of the device image indicates auto-capture was enabled consistent with the false elective replacement alert triggered on the field. When automatic settings are programmed, such as auto-capture, the device output adjusts itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Results from electrical test performed under nominal conditions indicated normal functionality, and evaluation under various pulse amplitude measured normal current level and no indication of premature depletion was noted. Additionally, visual inspection of the header and connectors found no contamination or foreign material related to the field concern. Longevity assessment was performed, and the device exceeded the projected longevity and it is considered normal battery depletion.